Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025 . According to the patient, on (B)(6) 2025 , the patient lost signal on both her continuous glucose monitor (cgm) receiver and app. During this time, she relied on fingerstick with her bg meter to monitor her glucose levels. At approximately 2:00 am, the patient experienced feeling shaky, had a fever and loss consciousness. The patient¿s son found her and drove her to the hospital. Due to the urgency of the situation, they were unable to check the cgm or perform a fingerstick test prior to leaving. Upon arrival at the hospital, she was informed that she had not received any readings due to the cgm still experiencing signal loss. The sensor was removed, and a new sensor was inserted upon admission and functioned properly throughout her hospital stay. At the emergency room, a nurse performed a series of tests, including a fingerstick. The patient¿s bg was reported to be 20 mg/dl and was diagnosed with severe hypoglycemia, pneumonia, and blood infection. The patient was treated with intravenous (IV) dextrose, unspecified steroids and antibiotics. The patient was discharged on (B)(6) 2025 . At the time of the report, the patient was recovering at home. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined.